Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device was received and inspected. Visual observations revealed the jaw pin was broken contributing to the jaw failure and the upper jaw is misaligned cause it not to close completely, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin break and resulting in misalignment of the upper jaw. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the jaw on the customer's expressew iii without hook would not close during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.